Event description:
It was reported that a patient presented with loss of high voltage output due to incorrect interpretation of signal noted on the patient's implantable cardioverter defibrillator. This resulted in syncope and sustained arrythmia. No additional intervention was reported and next steps will be discussed with the physician. No further adverse patient consequences were reported.